Event description:
Allegedly revised due to instability.

Manufacturer narrative:
Investigation is not completed. Event device code is addressed in package insert. Add'l info has been requested. Trends will be evaluated. This report will be amended when the investigation is complete. This is the same event as 1043534-2007-00079, 00080, 00081. This item was manufactured in another country, and event occurred in another country.